Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl. An injection of insulin and a bolus via the pump were used to address the high bg level. The bg was at 406 mg/dl when tandem technical support was contacted. The customer was confident that the pump was functioning as expected and that the pump settings needed to be adjusted. The customer had contacted the healthcare provider to discuss the settings.